Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal body broken. Based on the result, we concluded that it was caused due to the excessive force applied on the distal body. Based on the technical report ""hr-rpt-0974(distal end)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Distal body damage.